Event description:
It was reported that the implantable cardioverter defibrillator was not able to be interrogated exhibited premature battery depletion and was in backup operation mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of unable to interrogate. The root cause of the complaint was a power on reset. The cause of the premature battery depletion could not be determined. No further anomalies were found.